Event description:
It was reported that an asymptomatic patient presented to the operating room for a routine device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be monitored .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.